Event description:
It was reported to philips that the device had a auto test failure. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device had a auto test failure. There was no reported patient involvement/adverse patient impact. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the therapy pca. One processor pca was returned for failure analysis. The reported problem was verified during lab tests. It was confirmed cap c293 was defective causing the sync button to fail. Additionally, the logs indicate a wlfs failure.